Event description:
Approximately 2.5 yrs post-op (acl reconstruction) pt hyperflexed and twisted knee. Pt experienced complete locking. Initial arthroscopy performed in 2004, after MRI findings. A "small meniscal tear with small bucket handle fragment" was excised. No evidence of any loose screw but mild grade ii chondromalacia observed in related areas (consistent with edge). The acl graft was intact and the previously screw placed no longer present. Screw holes had fibrosed (ossified). Pt. Did well for several weeks but then started having locking again. Dr. Felt something loose. On revision surgery (2004) surgeon removed "the head" of the partially absorbed bio-implant. Explanted implant has been kept by pt. This device is used for treatment.